Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that while there is no pain during sleep, pain occurs while walking. The treatment app is being used to increase the intensity, but it was reported that the stimulation is not reaching the legs and is instead being felt in the abdomen or hands. There were no known environmental, external, and patient factors that may have caused the event. It was reported that the desired stimulation was not being felt in the legs. Therefore, guidance was provided to adjust the stimulation intensity gradually while observing the patient¿s condition in a standing position. Since adjustments can only be made within the range determined by the physician, it was advised that if the desired stimulation is still not felt after adjustment, the patient should consult with a medical institution. It was unknown if the issue was resolved at the time of the report. The patient outcome was listed as health damage.

Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.